Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the same day as this report was received, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with vancomycin 1 gram (route, frequency, and duration not reported) and meropeneme intravenously (dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis event. No additional information is available.